Event description:
The customer reported that a nurse programmed the amiodarone loading dose (150mg) to infuse as a continuous infusion (1mg/minute) versus a bolus. In addition, the customer suspects that the nurse may have programmed the amiodarone maintenance dose (450mg/250ml) to infuse "quickly" as a bolus. The customer reported no patient harm and no medical interventions. No other event information available. The customer suspects programming error versus device and/or disposable malfunction.

Manufacturer narrative:
The customer¿s report of the amiodarone bolus (150mg) run as a continuous infusion (1mg/minute) and the amiodarone continuous infusion possibly run as a bolus was not confirmed. Review of the pcu event log and keypress replication reveal that the user programmed an amiodarone bolus (150 units in 100ml; duration = 10 minutes) with the rate calculated at 600ml/hr. The programmed bolus infused for approximately 9.5 minutes with a recorded volume infused of 94.65ml. Following the initial amiodarone bolus, there was a second infusion of amiodarone (450mg/250ml) programmed for a dose of 1mg with a calculated rate at 33.3333ml/hr. The total time for this second amiodarone infusion was approximately 8 hours and 56 minutes with a total volume infused of 297.576ml. The root cause of the customer¿s experience was not determined. No devices and/or disposables were returned for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.